Event description:
On (B)(6) 2014, a phone call was received from the patient's wife after she received the alere inratio pt/inr monitor system urgent medical device correction notification, dated (B)(6) 2014. She reported that her husband expired in (B)(6) 2014 (date of death: (B)(6) 2014 per (B)(6) obituary) due to a hemorrhage. The patient's wife recalled from memory that the laboratory inr result was around "~12.0". It is unknown the time between this laboratory result and the time of death. The patient had end stage renal disease requiring hemodialysis. In an attempt to obtain complete information, the distributor, alere home monitoring, inc. (Ahm), was contacted and the following is a chronological history of available inratio inr results. (B)(6) 2014: inratio inr=2.0; (B)(6) 2014: inratio inr=2.8 ; (B)(6) 2014: inratio inr=2.3; (B)(6) 2014: inratio inr=4.9; (B)(6) 2014: inratio inr=5.9; (B)(6) 2014: inratio inr=2.3; (B)(6) 2014: inratio inr=3.4. The patient's therapeutic range is unknown. Additional information could not be provided regarding if any anticoagulation therapy changes were made in relationship to inratio inr results. There were no laboratory confirmation results in ahm records. Multiple attempts have been made to contact the patient's physician to obtain additional information, however; no information was provided due to their interpretation of the health insurance portability and accountability act (hipaa).

Manufacturer narrative:
Investigation/conclusion: the impedance curve associated with the alleged discrepant result was reviewed and found to be normal. Although the customer did not provide the actual lot number used at the time of the discrepant result, the strip code entered into the monitor was used to identify a lot number that the customer had used with the monitor. The lot was used for internal investigation purposes to evaluate the performance of the inratio pt/inr monitoring system. Testing of the system (returned monitor and retained strips from the lot) did not indicate any issues.